Event description:
Add'l info rec'd from MFR 04/30/02: failure analysis showed that the device functioned properly and that the release valve was fully functional.

Event description:
Vacuum assisted delivery device would not release pressure until vacuum tubing cut. 2 abrasions to head. No medical treatment given except to wash areas thoroughly, and watch for edema.